Event description:
According to the customer, on (B)(6) 2025 the "drill bit broke while attempting to drill holes to repair capsule for posterior hip through bony tunnels" during a posterior total hip arthroplasty and was left in the patient. The customer reported "likely due to excessive torque from changing drill trajectory with tip of drill still in the bone."

Manufacturer narrative:
According to the customer, on (B)(6) 2025 the "drill bit broke while attempting to drill holes to repair capsule for posterior hip through bony tunnels" during a posterior total hip arthroplasty and was left in the patient. The customer reported "likely due to excessive torque from changing drill trajectory with tip of drill still in the bone." The customer said that the procedure was able to be completed. The customer reported there was no serious injury, medical intervention, or follow-up care required related to the reported incident. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.